Event description:
It was reported that the device exhibited multiple alarms, improper shutdowns, and would shut down when in operation. It was stated that there was no patient involvement, and no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Section a, d4: correction. D9: 03-jan-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The pump powers up alarming with a blank screen and therefore does not fully power up. The cause was identified to be due to a contaminated interconnect board. The interconnect board was replaced to correct the issue.